Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: hamilton medical ag considered this cer (B)(4) risk ID 119.2 with severity 1 as reportable event. The failure "shut down during ventilation without any alarm (batteries completely discharged, without warning signal)" was not identified in the log file analysis during the time of the event of the complaint but at some later time. From the information received and the analysis performed regarding this case, the most probable root cause cannot be defined. The event date, event description and the logfiles do not correspond. The issue could be reproduced according to the logfiles but no further information regarding this case was received from the complainant. Within this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. No further investigation or correction will be performed. No further correspondence with the local partner was received since 2023-03-23.

Event description:
The following was reported to hamilton medical ag: summary: shut down during ventilation without any alarm (batteries completely discharged, without warning signal).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: hamilton medical ag received the log files of the related device. They attempted several times to obtain further information about the incident in order to analyze it. However, the physical device was not analyzed because it was not sent back for investigation. Below, you will find the in-depth log file analysis provided: hamilton medical ag received the log files of the device for analysis. All important actions such as operator settings, actions, and alarms are documented in the log files. The event date and time were given by the complainant as march 3, 2023, at 08:30. At this time, the device was powered off. However, at 08:45:03, it was switched on by the user. According to the log file analysis, the device was switched on at 08:45:03 on (B)(6) 2023. At that time, the device was on ac power, and no battery was detected by the device, triggering a high-priority "battery power loss" alarm, which was silenced 2 seconds after appearing. On (B)(6) 2023, at 08:46:09, battery 1 (sn: (B)(6) was recognized for the first time. Battery 2 was ejected throughout this time. Several start ups of the device followed. The last one before the event was at 08:54:58 on (B)(6) 2023, when the device was started in ventilation software. Ventilation was initiated at 08:55:35 on (B)(6) 2023, and the device was put in standby mode at 08:55:46 on the same day. Between 09:30:33 and 12:18:52 on (B)(6) 2023, another 6 events are logged, where the power-down log entry is missing. However, no "battery low" alarm was logged during any of these events. On (B)(6) 2023, at 12:18:55, the device was started up with a different battery (sn: (B)(6) in the slot of battery 1. The device alarmed at 12:19:10 with a low-priority battery low alarm, followed by a high-priority "battery low" alarm at 12:25:01, and a "battery power loss" alarm (due to changing the battery back to sn: (B)(6) at 12:25:01. Once again, the device switched off without a log entry. On (B)(6) 2023, at 06:54:49, after being in standby mode for 2.5 days, ac power was removed from the device. At that time, battery sn: (B)(6) was fully charged. Between 06:55:07 and 06:56:02 on (B)(6) 2023, the device shut down again without any "battery low" alarm. Conclusion: based on the information received and the log file analysis conducted regarding this incident, the root cause cannot be defined. The event date, event description, and the log files do not match. The failure "shut down during ventilation without any alarm (batteries completely discharged, without warning signal)" was not identified in the log file analysis during the time of the event of the complaint. The failure could not be reproduced. Please find the history of the effort to obtain information: may 15, 2023: hamilton medical ag agent requested further information. March 15, 2023: hamilton medical ag vigilance informed the local distributor/partner about the initial mir. March 15, 2023: local distributor/partner confirmed the receipt of the initial mir. March 21, 2023: hamilton medical ag agent asked for additional information about the complaint. March 23, 2023: the local distributor/partner asked for additional information from the local hospital for an update. They did not receive further information from the hospital. March 23, 2023: hamilton medical ag contacted the local distributor/partner to retrieve information about the event/incident. June 29, 2023: hamilton medical ag agent requested further information from the local distributor/partner again, without any reply. July 3, 2023: hamilton medical ag vigilance team sent the final report to the local authority. July 4, 2023: the local authority replied to hamilton medical ag. July 10, 2023: hamilton medical ag agent requested further information once again, without any reply from the local distributor/partner.

Event description:
The following was reported to hamilton medical ag: summary: shut down during ventilation without any alarm (batteries completely discharged, without warning signal).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment and in use. The root cause was determined to be a defective mainboard. In consequence the mainboard was exchanged from the hamilton-c3. A full-service test was performed, and the ventilator was returned to service. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: shut down during ventilation without any alarm (batteries completely discharged, without warning signal).

Event description:
The following was reported to hamilton medical ag: summary: shut down during ventilation without any alarm (batteries completely discharged, without warning signal).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: no patient harmed reported. Investigation ongoing.